Event description:
It was reported that this implantable cardiac monitor was unable to be successfully implanted as it showed much noise and the issue could not be resolved. The physician opted to remove and replace this device within the same initial implanting procedure. This product was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The returned icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. Memory information was downloaded and reviewed, and the battery status was confirmed to be as expected. Real-time electrograms showed the icm stopped sensing and displayed noise. However, when light pressure was applied to the case, the noise was gone, and sensing was normal. An x-ray of the device did not identify any issues and, as such, the device case was removed to facilitate inspection and testing of the internal components. The printed circuit board (pcb) was removed and sent for detailed analysis this analysis found an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed noise noted in the field and in the laboratory setting. This report is also submitted to inform a correction. This event is no longer considered serious injury, as there was no actual additional intervention performed in the patient. The replacement of the malfunctioning device happened within the initial implant procedure. Corrected/updated fields: - b5 (problem description): verbiage updated - h1 (type of reportable event): switched from "serious injury" to "malfunction"

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardiac monitor was unable to be successfully implanted as it showed much noise and the issue could not be resolved. The physician opted to remove and replace this device. This product is expected to be returned for analysis. No additional adverse patient effects were reported.